Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an error 2 message. The medical affairs specialist spoke to the reporter with the assistance of the language interpreter on eight days later. The patient reported the meter issue began on two days prior to original date, at noon. He was unable to test for two days. The patient normally takes novolin, based on a sliding scale. On the days he was unable to test, he did not take any insulin. The reporter stated that as soon as the meter stopped working, she made an appointment with his physician for original date. In the morning, on the day of the appointment, the patient began sweating and appeared to be pale. The patient's daughter took him to the physician's office. His blood glucose was tested and the result was 600 mg/dl. He was treated with IV fluids. The issue was resolved with troubleshooting with the cca, as the patient was using expired test strips. The meter was replaced. This complaint is reported; although the issue was resolved, the patient claimed he withheld insulin and was later found to be hyperglycemic.